Event description:
An affiliate reported that the hub of a 2.5 x 33 mm cypher select + cracked during inflation. There was no reported patient injury.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). It is anticipated that the product will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.